Event description:
It was reported that the patient experienced hyperglycemia after an accidental double meal announcement, a subsequent disconnection of infusion tubing from the body, and a later occlusion alert on the ilet pump; the patient replaced the infusion set and supply components, and glucose levels began trending down following troubleshooting and education. Symptoms included elevated blood glucose without loss of consciousness. Outcomes included monitoring at home without medical intervention or hospitalization. Investigation included review of device alerts and guidance to replace the infusion set and observe for glucose recovery. Investigation of this case revealed an occlusion condition and a prior disconnection of the infusion set as likely contributors to hyperglycemia, with the pump¿s alarm indicating flow obstruction that resolved after set change. It was concluded, based on previously established findings for similar reports, that the cause was unclear given multiple contributing factors, including user handling and a transient occlusion. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.